Event description:
It was reported during a percutaneous transluminal coronary angioplasty/stent procedure after advancement and retraction of the guide wire into the vessel, it was noted the tip of the guide wire had become separated. The pt's artery became occluded and the physician was able to rewire the vessel and deployed a stent in an attempt to secure the guide wire against the wall of the artery. The pt left the cath lab in stable condition. Reportedly, the pt expired the following day. Cause of death is unknown. Direct causation between event and death cannot be established.